Event description:
It was noted that the right atrial (ra) lead came out during the extraction of the right ventricular (rv) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694965 implantable tachy lead, implanted: (B)(6) 2005; product ID: d334drg implantable cardioverter defibrillator, implanted: (B)(6) 2012. (B)(4).